Event description:
It was reported that the user experienced elevated blood glucose while using the ilet system, including a reported value of 248 mg/dl after recent changes to continuous glucose monitoring targets and multiple meal announcements. Investigation included review of user-reported history and device use, and cartridge for leaks, and customer education on supply change and monitoring. Further investigation of this case revealed no observed device leaks beside the user reports indicated multiple meal announcements that could have contributed to hyperglycemia. No symptoms associated with hyperglycemia was reported. Outcomes included return to target range after monitoring. It was concluded that the device appeared to function as intended, with hyperglycemia likely related to therapy and use factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.